Event description:
Boston scientific received information that this left ventricular (lv) lead was not functioning as expected. The health care professional (hcp) reported that the device was reprogrammed to have this patient sense in the ventricle as much as possible. No adverse patient effects reported. Additional information received states that this lv lead was removed from service due to a fracture. A new lv lead was successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory analysis reveals conductor coils are fractured approximately 25 centimeters (cm) from the terminal pin. The fracture appears to be at the distal end of the suture sleeve tie-down area.